Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During an ablation procedure to treat atrial tachycardia, a intellanav oi catheter was selected for use. It was reported that high catheter impedance (more than 190) was observed during ablation in the left atrium. An ultra sound was performed and perforation and pericardial effusion without tamponade was noted. Pericardiocentesis was performed to treat the patient. The procedure was concluded early. The patient has since recovered and is in stable condition. Due to patient's extensive ablations from previous procedures, the physician suspected that the patient's heart was damaged and the tissue was too thin.